Manufacturer narrative:
Hl 20 communication failure was reported during patient treatment. No harm to any person was reported. A getinge field service technician (fst) was onsite and investigated the unit in question. The communication error was not reproducible but it was found that on/off switch for monitor was intermittently stuck in the "on" position despite being pushed to "off". Unit would sometimes boot with system control panel (scp) on but eventually would click back into the set position, turning off the monitor. The on/off switch was replaced. Further it was found that the inside of the unit was covered in dust, the person who serviced these at the hospital retired. The hospital had a second unit with the exact same problem last week and the fst found dust lining the entire row of connectors of the power supply where the pump connections are. After a function test the device was put back in use. Thus the reported failure could be confirmed. The most probable root cause could be determined as dust, because the unit was not serviced properly. This was also confirmed by the ssu. The affected switch operates a relay on the power supply board, which turns the supply voltage on or off. Dust can bind air humidity and thus cause short circuits. The communication lines are very sensitive to this, and as a result, disturbances can occur. Device was manufactured in 2014-12-11. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of 2014-12-11 to 2021-08-17. There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Hl 20 communication failure was reported during patient treatment. Complaint ID #(B)(4).